Event description:
The pt coded and the responders were unable to resuscitate using a defibrillator and the code team reported it failed to shock or pace. The defibrillator was taken out of svc and sent to the biomedical dept for eval. The biomed engineers were unable to reproduce the reported errors. The company physio control was notified and the machine has been sent back for company eval.